Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1gm/ every 72hrs/ intraperitoneal/ ongoing) and injection meropenem (1gm/ once a day/ intraperitoneal/ ongoing) for peritonitis. The patient was discharged six days after hospital admission. Five days after peritonitis diagnosis, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.